Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer failed to stay close, they would close but was not recognizing that it was close the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer 1 had failed to stay closed. A field service engineer (fse) identified that medications were lodged behind the matrix drawer, obstructing the sensor and causing the malfunction. The fse removed all medications and then tested the drawer using the hardware test application. The system functioned as intended after the field service engineer repaired the device.